Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2019-03145. Reference MFR. Report#: 1627487-2019-03146. It was reported the patient experienced ineffective stimulation. In turn, the patient stopped using the scs cervical system. As a result, the patient underwent surgical intervention wherein the cervical ipg and lead was explanted. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.